Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) evaluated the unit and stated the loop was leaking before the device was used. Fse sealed the safety disk interface with sealing grease. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) reported that the alarm loop of the device was leaking. There was no patient harm reported.